Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that contact 5 had impedances greater than 40,000 ohms. The rep said they were unable to get above 0.5 ma. There was no known event leading to the issue as the patient was just implanted on (B)(6) 2018. The rep was using contacts 0, 6, 11 using 220pw and 1000 hz. Impedance values were as follows: 0/6: 790ohms, 0/11: 790 ohms, 6/11: 780 ohms. Looked at contact 11: range was 700-900 ohms except for contact 5 >40,000 ohms. The rep stated at the end, they were able to get up to 4.5 ma after looking at impedances again. The rep is going to continue to work on programming. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that programming resolved the impedances. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.